Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using an inpact av balloon for treatment of a forearm shunt vessel calcified lesion. No defected when removing the device from packaging/tray. No resistance during delivery of the device. A syringe was used for balloon inflation. It was reported at approximately 4 atm, balloons inflation was noted to be weak and applying further pressure caused it to rupture. Because the balloon had ruptured, the balloon was removed and a new one was used to complete the procedure and the procedure. No balloon detached occurred. No injury to patient reported

Manufacturer narrative:
Product analysis the size on the luer matches the size provided the balloon was returned in a post inflated state the balloon was connected to an inhouse in deflator and an attempt was made to inflate the balloon (photo 6). The balloon did not hold pressure at approximately 4atm a pin hole leak was observed on the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.